Event description:
It was reported that when the set was connected to the pt and the pump was started, blood was noted to be drawn from the pt. The pump was stopped and the set disconnected. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 9/24/98. One set was rec'd and evaluated. Visual inspection revealed the proximal and distal segments on the cassette engagement had been reveresed. A recall notice dated 4/7/98 was sent out and all sets were replaced. The following corrective actions have been implemented to address this issue: 1) quality control - sets to be reviewed hourly. The current batch inspection shall be supplemented to include an in-process hourly inspection to be conducted by the quality control dept. 2) mfg - training for the mfg assemblers shall be implemented to provide add'l education on product use, function, and possible failure modes. 3) mfg visual examples for display. Actual misassembled vs correctly assembled sets will be made available in the mfg area to assist assemblers.